Event description:
It was reported that a patient undergoing an MRI of their lumbar spine sustained burns to his right thumb and right thigh/buttock. The patient was positioned head first supine with his arms at his sides. The patient was padded by the arms to prevent contact to the sides of the magnet bore and padding between the patient's legs. The patient was covered with a cotton sheet, with no additional padding utilized to isolate skin to skin contact at the areas of observed contact between the patient's arms and his body. The patient did not alert the technologist during the exam to any warming or discomfort, and the MRI exam was completed in its entirety. After tha patient was returned to his hospital room, a hospital nurse contacted the MRI department to alert them that the patient had observed burns to his right thumb and right thigh/buttock. The patient was evaluated to have sustained second degree burns with blisters on the right thumb and right thigh/buttock, and was treated with silverol, a prescription medication.

Manufacturer narrative:
The system was upgraded from excite to hdx. The device manufacture date provided is for the excite system. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.